Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30166 (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during fill three of peritoneal dialysis therapy. During troubleshooting, it was reported that the line connected to the cassette disconnected. Renal therapy services assisted the patient in removing the cassette and bags. The patient contacted their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation as the cassette component only. A visual inspection with the naked eye noted the heater bag tubing was separated from the cassette port indicating the tubing had separated from the cassette. The tubing was not returned with the cassette. The tubing separation during therapy would result in the reported alarm condition. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.